Event description:
It was reported that the expiration date displayed on the vly2643 packaging is not the real date. The implant shows it expires on february 29th, 2029.

Manufacturer narrative:
It was discovered on lot # q02018, there is a labeling error regarding its expiration date, incorrectly printed as 02/29/2029, a date that does not exist. This issue arose from a software glitch in our labeling system, easylabel, which failed to account for leap years. The accurate expiration date for this lot is 02/28/2029. To rectify this issue, a new formula was developed that ensures the expiration date calculation correctly adjusts for non-leap years and accommodates a 1.5-year shelf life. In response to this error, the surgeon received a regulatory statement detailing the issue, and the current lot will be placed in quarantine for repackaging to ensure labeling accuracy. The manufacturing number is (B)(4).